Event description:
New information received notes that no resolution was taken on potential clot. Patient refused transesophageal echocardiography (tee) and increase in blood thinners. Patient's condition was good post-event and during post-discharge follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to angioedema possibly due to anaphylactic reaction to lisinopril. Patient was treated with medications and naso-tracheal intubation. Later, the patient was extubated and was continued on medications. Patient had non-st segment elevation myocardial infarction possibly due to anaphylactic reaction. Patient was asymptomatic. Clot on the lead was suspected. No further information was available.